Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker exhibited a premature battery depletion (pbd) behavior. A safe replacement interval was calculated. The device has been explanted and a new one was implanted at the same procedure. No additional adverse patient effects were reported.